Event description:
Leica microsystems received info regarding sub-optimal tissue processing associated with the presence of wax in formalin. The tissue was described by the complainant as "raw". Investigation of this complaint by leica microsystems is in progress.